Event description:
It was reported that during a superion indirect decompression system implant procedure the implant broke while being deployed. The broken implant was replaced and the procedure was completed successfully.